Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during pt care (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced due to the presence of system error 105 during eval. The alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had cracks on the upstream sensor tail pins (#37, 38, 39 and 40), which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.